Event description:
It was reported that the patient was implanted with the device on 2013 (B)(6) and a month later, there was a small ¿papilla¿ on the incision site. The patient was reported as having returned to ¿anti-infectants and debridement.¿ it was stated that the patient¿s symptoms then improved and the patient left the hospital. The device was noted as having then been turned on and the patient received good therapeutic effect and was satisfied. Then, two months later, the incision on the patient¿s skin was said to have exposed the implanted device. It was stated that all of the patient¿s devices were then explanted and the deep brain stimulation (dbs) treatment was stopped. It was noted that the patient¿s status after the explant procedure was unobtainable.

Manufacturer narrative:
Product ID 3389s-40 lot# va090ay, implanted: 2013 (B)(6), explanted: 2013 (B)(6); product type lead product ID 37085, serial# (B)(4), implanted: 2013 (B)(6), explanted: 2013 (B)(6); product type extension. (B)(4).

Manufacturer narrative:
Concomitant medical products: product ID: 37085-60, serial# (B)(4), product type: extension. Correction: additional review indicated the previously reported conclusion codes were not applicable to the event and have been subsequently updated.